Manufacturer narrative:
Note: the manufacturer completed all of the information on his form. (B)(4). No consequences or impact to patient. (B)(4). Material separation. Device not returned--evaluation based on reporter's narrative. (B)(4) device not returned to manufacturer.

Event description:
Or tech plugged in unit and went to turn on laser. Fiber sparked near the connection to the laser, and emergency stop switch was pressed. Surgeon used a different method for the procedure. This information is documented as reported to trimedyne, inc.